Manufacturer narrative:
Correction: e1 correct spelling of reporter's last name, xuiting instead of youting final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies. The s-curve height was measure to be within specification.

Event description:
New information received notes that the physician had not alleged malfunction and the patient had difficult anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that a patient presented for implant of the left ventricular lead. During the procedure it was noted that the lead was unable to be implanted due to the difficulty with insertion into the target vein. The procedure was completed successfully with a replacement lead. The patient was in stable condition.